Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast reconstruction has experienced bilateral breast implant deflation (leak). It was also reported that the patient suffered unexplained systemic symptoms, which included but not limited pain and stiffness from the hip to the waist and the leg, headaches unknown genesis, and also was reported that the patient has required surgical intervention for a lump removing from abdomen right side. The patient relates this to the above procedure. Doi (B)(6) 2018; dpo (B)(6) 2018. Based on the information provided, it is not possible to determine the cause of the symptoms which were presented. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the left side.

Manufacturer narrative:
On 3/1/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).